Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to clear all applications in background, restart his bluetooth, and delete and reinstall g5 application which was unsuccessful for the reported issue. No additional patient or event information is available.